Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Per the fse, the customer did convert/abort the case. The fse replaced the master tool manipulator (mtm) to resolve the issue. System tested and verified as ready for use. Isi did receive a da vinci product to perform failure analysis. The mtm 2 was analyzed. The reported failure (recoverable faults) was unable to be reproduced but could be confirmed as having occurred via field error logs. During evaluation, errors 23, 30, and 23000 were observed via the field error logs. A visual inspection was performed. The mtm was installed onto a test system and powered up. No issues were found and the mtm passed all testing.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure that two recoverable faults occurred with the monopolar curved scissors (mcs) instrument. The clinical sales rep (csr) stated that the customer replaced the mcs instrument with a new one. The intuitive tech support engineer (tse) viewed the system logs and saw a 25596 right master tool manipulator (mtmr) remote arm control (rac) error. The logs also showed a 23/25594 rac 2 mtmr wheel communication error. The tse recommended a hard power cycle on the surgeons side console (ssc), which resolved the issue. The customer continued with the case. There were no reports of patient injury.